Event description:
Reportedly, an increase in the rv pacing threshold (4.5 v with intermittent capture) was observed during in-clinic follow-up. A reintervention will be planned to reposition the lead.

Event description:
Reportedly, an increase in the rv pacing threshold (4.5 v with intermittent capture) was observed during in-clinic follow-up. A reintervention will be planned to reposition the lead.

Manufacturer narrative:
Summary of the investigation: the manufacturing process of the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. A review of the available data was conducted. The reported electrical issues could not be confirmed, as the memory of the device contains only data from the implantation on (B)(6) 2024, and no further data were recorded. Patient files from subsequent in-clinic follow-ups were not provided. Therefore, the elevated ventricular threshold and intermittent capture could not be verified, and neither the timing of the first occurrence nor a long-term trend could be determined. The ventricular lead was repositioned during the re-intervention procedure on (B)(6) 2025, which successfully resolved the associated electrical issues. Based on available information, the lead dislodgement most likely occurred due to external factors, such as patient physiology, or physician preferred implant site. These issues are well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. This case will be retained and utilized for trending purposes.